Event description:
It was reported that during a check as part of a f/u visit, her 4 year control, it was seen that there are now 4 short circuits and one extra cochlear electrode channel. Her word scores have deteriorated in comparison to her one year scores. There is no report of any trauma or head injury.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.